Event description:
It was reported that post an ablation procedure, the left ventricular lead exhibited high thresholds during capture testing. The physician suspected a microdislodgment of the lead. No intervention was reported and no adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.